Manufacturer narrative:
(B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-may-2026 against "lot number" 6016253 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6016253 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-may-2026 against "lot number" criteria equal 6016253 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6016253 was manufactured according to work instruction (wi) version 78 and manufactured in the line 6, on 25-jun-2025 with a total of (B)(4) units. The review of the DHR revealed that during on-line non conformance (nc) 2472549 was raised due to "impact on sterilization loads due to power outage at sterigenics, g.p.". However, this nc is not related to claimed malfunction. Furthermore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted related to claimed malfunction. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area (version 3): all samples tested passed visual inspection. Wi - guidance for functional testing for complaints area (version 2): all samples tested passed functional flow tests for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage all test results were within specification as documented in the attached test report complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6016253 and related malfunction codes.1 complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that on (B)(6) 2026, the patient experienced an episode of hyperglycemia, which was attributed to an infusion set issue involving leakage due to a bent cannula. This likely resulted in inadequate insulin delivery and a subsequent increase in blood glucose levels. The patient reported elevated blood glucose levels of 23 mmol/l and sought medical attention at an urgent care facility. The hyperglycemic episode was managed with administration of insulin via an insulin pen.